Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report an observation of an elevated atellica im thcg result. The patient sample was stored refrigerated in the primary tube (separator gel) after initial testing and was retested on a different day on the same instrument with a different reagent readypack. Retesting consisted of 4 replicates using 2 sample handling conditions (manual homogenization only and re-centrifuging). In both conditions, the results obtained were lower. The customer indicated that although the 4 retest replicate results are similar both quantitatively and qualitatively, they still do not match the patient's clinical picture since all the results obtained for this sample are positive for thcg. It is unknown which sample handling condition correlates to which retest replicate. Siemens technical application specialist (tas) observed no evidence of pre-analytical failures when analyzing the sample in the primary tube. Calibration and quality controls for the initial and repeat results was acceptable. The limitations section of the instructions for use states: "all in vitro assays can generate erroneous results, both clinically false positive results (test results suggesting a condition that is absent) and clinically false negative results (test results failing to identify a condition that is present). There are many possible causes for these types of discordant results. Erroneous results may occur due to interference from identifiable serum constituents or patient-specific serum constituents." Siemens continues to investigate.

Event description:
A customer obtained an elevated atellica im total hcg (thcg) result on one patient sample that was considered discordant to repeat testing of the same sample and to the historical picture of the patient. The repeat results were lower than the initial result but were still elevated compared to the clinical picture of the patient. The initial result was reported to the physician and was questioned. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant thcg result.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2022-00132 initial report on 2022-05-06. Additional information - 2022-08-23; siemens has concluded the investigation for an outside of the united states (ous) customer who observed a falsely elevated non-reproducible patient result on the atellica im total hcg (thcg) assay. On 4/5/2022, the initial patient result was 206.5 miu/ml which was questioned because it did not agree with clinical expectation. The sample was repeated several days later with and without being re-centrifuged on two different systems and the repeat results were <10 miu/ml. The lower repeat results were accepted by the physician. Biorad immunoassay plus control lot 85290 results from the day of this event were within range. Review of the reagent trace file containing the discordant sample did not identify an issue with aspiration or dispense of thcg reagent. The sample trace file for the discordant sample was not received and not able to be reviewed. Quality control was in range, and no issues were noted with other patient samples, indicating that the instrument and reagent performance was acceptable. Based on the results of the investigation, return of the patient sample is not warranted. Siemens cannot rule out pre-analytical variables or a sample handling issues as contributing factors. A potential product issue has not been identified. The customer is operational. In section h6, investigation finding and investigation conclusion codes were updated based on the investigation results.